Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 3:50pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 307mg/dl. A normal result for that time of day is usually around 160mg/dl. About 10 minutes after testing with the prodigy meter paramedics were called. Caller stated there were no food drinks or medication consumed while waiting for paramedics to arrive. Paramedics arrived in approximately 20 minutes, tested the end-user with their glucometer, and received a result of 53mg/dl. Paramedics tested the end-users blood glucose with his prodigy meter and received a result of 282mg/dl. Paramedics had the end-user eat a peanut butter and jelly sandwich and sugar strips to raise his blood glucose. The end-user was not transported to the hospital. Paramedics tested the end-user prior to leaving and the end-user had a blood glucose of 76mg/dl. Caller had no additional information to provide.